Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 2.7, lab: ng. Date: (B)(6) 2010, inratio: 0.8, lab: 2.5.